Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient experienced persistent bleeding from their access site following implant. The patient was given five units packed red blood cells, one unit of fresh frozen plasma, one unit of cryoprecipitate, and one unit of platelets to counteract the blood loss. The pump was subsequently explanted one day after implant.

Manufacturer narrative:
The investigation into low access site bleeding - major has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned, and not enough information is provided in the clinical description provided.